Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing the pm replaced the batteries then completed the pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement and no adverse event was reported.